Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an alert for out of range, low left ventricular (lv) lead impedance approximately one month post implant. Additional information noted rising and high lv threshold and lv lead dislodgement. The lv lead was programmed off and a lead revision is being planned. It was also reported that the right atrial (ra) lead exhibited high thresholds and possible ra undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.